Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) has two scs extensions with the same lot number. It was reported the patient lost stimulation. Diagnostic testing revealed high impedance measurements. In turn, the patient underwent surgical intervention. Intra-op diagnostics identified the patient's extensions fractured. As a result, the patient's extensions were explanted and replaced which resolved the issue.